Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 1/18/2016 - litigation papers allege the patient experienced complications, including, but not limited to pain, discomfort, difficulty ambulating, and metallosis.

Manufacturer narrative:
Additional narrative: (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 5/11/16- disc 326 pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported extreme pain, disfigurement from resultant surgeries, and permanent damage to my hip area due to the device and required interventional care, partial or complete loss of mobility, loss of range of motion, and mental anguish. Medical records reported a positive mars MRI and elevated metal ions. Revision surgical report noted metallosis, metallosis cyst, and small pseudotumor. Pathology result reports noted synovial hyperplasia with necrosis, alval, and chronic inflammation. Stem being added for alleged elevated metal ions without lab results. The complaint was updated on: jun 2, 2016.

Manufacturer narrative:
Patient was revised to address elevated cobalt chromium levels. Doi: unknown, dor: (B)(6) 2014 (left hip). The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated cobalt chromium levels.